Event description:
Staff member opened a brand new package of small gloves. She noticed that they were moist on the inside of the box. She removed several pairs of gloves from the box and threw them away due to moisture. She then brought the box to the nurses station and asked me to report it.